Event description:
An infection control specialist from the user facility reports that 24 hours following intraocular lens implant surgery, a pt complained of blurry vision and eye pain with swelling and discharge. The following day, the pt had a vitreous tap with injection of intravitreal antibiotic. The vitreous fluid was cultured and grew out enterococcus faecalis. The pt has lost vision in the eye. Additional information has been requested from the implanting surgeon.